Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed the a faulty printed circuit board. Replaced the printed circuit board, qb board, and the image problem was corrected. Unit did not have power problem, unit passed function test. The cause can be attributed to a electronic component failure. No further information was reported.

Event description:
The customer reported to olympus no image displayed on device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is assumed that the reported phenomenon occurred due to a failure of the qb-substrate (video processing board). Due to age of the device, which manufactured in 2015, probable cause could be due to age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 10-jul-2020. Olympus will continue to monitor the field performance of this device.